Manufacturer narrative:
Manufacturer's investigation conclusion: damage to the outflow graft that would have caused the reported leaking was confirmed during the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6); however, a specific cause for the damage could not conclusively be determined. (B)(6) was returned assembled with the pump cable severed approximately 9¿ from the pump housing. A glove tip was attached to the distal end of the driveline with a suture. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached from the pump cover outlet port. The outflow graft bend relief was returned intact and properly engaged to the graft attachment. The apical cuff was not returned. Upon evaluation of the returned outflow graft assembly, a tear was observed on the graft material, approximately 6¿ from the graft attachment. Further microscopic imaging of the tear, including an advanced scanning electron microscope (asem)/energy dispersive x-ray spectroscopy (eds) found that most (~95%) of the fibers examined were heavily frayed as if worn and broken by abrasion. A small portion of the fibers (~5%) were mainly cleanly broken as if cut by a knife or scalpel. Although a specific cause for the confirmed damage could not conclusively be determined, additional examination revealed a blue fiber adjacent to the tear. Fourier transform infrared (ftir) spectroscopy was performed on the blue fiber. A prolene suture (non-absorbable polypropylene) was also tested as a control under the same conditions. Both the blue fiber sample and suture were excellent matches by reflectance using attenuated total reflectance (atr), containing the same characteristic absorbances of polypropylene. Examination of the pump's blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a functional or flow issue. (B)(6) was then cleaned, reassembled, and functionally tested on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. Additionally, the device history record for the outflow graft that was originally shipped in the implant kit for (B)(6), lot number 6417178, was also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26jun2018. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. In section 5 "surgical procedures" (under ¿surgical considerations¿), the IFU warns: ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency.¿ section 5 also provides information regarding how to prepare the sealed outflow graft for implant and includes steps for attaching the outflow graft to the pump. The IFU instructs the user to examine the graft and verify that the black "o" ring and white washer are present and intact at the screw-ring end of the conduit. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had leaking from the outflow graft captured on a computerized tomography. The patient had a transplant.